Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 309 mg/dl. The customer will use manual daily injections for insulin delivery. A replacement pump was sent to the customer.